Event description:
It was reported that continuous glucose monitor (cgm) alerts did not enunciate as expected. Additionally, it was reported that the pump history was missing data despite the pump being in use. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 367 mg/dl.